Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two mentor smooth round spectrum prostheses (left: 325cc, right: 375cc) and suffered several unexplained systemic symptoms. The symptoms are gallbladder issues (2017), sinus issues (2016), globus sensation (2015), asthma, acanthosis nigricans, eczema, tmj, gerd and continued globus sensation with dysphagia ((B)(6) 2012), increased sinus issues (2016), allergies ((B)(6) 2021), anxiety/depression (2012), vocal nodules in the past (2012), back and neck pain (2014), carpal tunnel syndrome (2019), thoracic outlet syndrome (2014), suspected eagle's syndrome, post-partum high blood pressure, depression, fatigue, feeling weak (2014), brain fog/difficulty concentrating (2018), vertigo ((B)(6) 2017), hair loss/dry scalp/very coarse hair (2013), right-sided breast pain (2017), post exertion malaise (2018), weight gain (2018), slow healing/slow muscle recovery (2018), swollen lymph nodes (2015), inflammation (2013), night sweats (2020), shortness of breath (2012), dense breast tissue migration ((B)(6) 2018), cotton mouth/dehydration ((B)(6) 2012), and bloodwork indicating unspecified liver problems (since 2012). In addition, the patient experienced difficulty breast feeding on (B)(6) 2020, and her milk supply dried up three months later. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal without replacement sometime early next year. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.